Manufacturer narrative:
Complaint form received missing information. Request for missing values was made on 01/08/2020. Should the information become available, a follow-up report will be submitted.

Event description:
Per complaint (B)(4), a patient experienced an implant failure.